Event description:
It was reported that the insertable cardiac monitor (icm) placement was too shallow and needed to be replaced. The physician wanted to perform a revision with a standalone insertion tool, the tool only comes with the entire icm package. A new icm was used and inserted at a more optimal location for readings. The device will be returned for investigation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the insertable cardiac monitor (icm) placement was too shallow and needed to be replaced. The physician wanted to perform a revision with a standalone insertion tool, the tool only comes with the entire icm package. A new icm was used and inserted at a more optimal location for readings. The device will be returned for investigation. No adverse patient effects were reported.